Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A filed service engineer investigated a station power-on failure and determined main drawers 2.1 and 2.2 had defective hardware. Shut down the station and replaced the pyxibus controller and drawer controller boards. Rebooted the station and verified full drawer and cubie detection. Performed preventive cleaning of internal electronics, back panel area, and removed debris. Checked for loose drawers and reseated drawer cabling. Station functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.